Event description:
It was reported that during decontamination or sterilization processing on an unknown date the device had a faulty ratchet mechanism. The ratchet was unable to perform the up and down motion. There was no report of harm or delay as there was no patient involvement. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the ratchet mechanism was faulty. The bottom roller and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.